Event description:
The physician initially torqued the device per recommendations but then used both counterclockwise and clockwise torquing (torquing in both directions is not in accordance with the instructions for use) in an attempt to achieve a complex configuration of the helix. The microcatheter was placed just proximal to the helix as directed in the instructions for use. When the physician pulled back on the retriever following the first pass, the device fractured. The physician believed that the retriever got stuck in the clot and pivoted (at the fracture location) during torquing as the distal end of the device had two visible loops attached to the core wire. The physicians attempted to retrieve the fractured tip using a "gooseneck" microsnare but they were unsuccessful. The merci retriever x6 detached distal tip was left in the pt. The pt did not suffer any adverse health effects/clinical sequelae directly associated with the retriever fracture.